Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level due to the cartridge running out of insulin as expected. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. At the time of the report, the customer had not addressed bg level. The customer continued to use the pump for insulin therapy.